Manufacturer narrative:
Per the tandem user guide: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you deliver an insulin amount that is too high or too low, this could cause hypoglycemia (low bg) or hyperglycemia (high bg) events. You can always adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 48 mg/dl. Reportedly, customer inadvertently entered in a 15 unit bolus instead of grams of carbohydrates and administered too much insulin causing them to go low. Bg was addressed via consumption of carbohydrates. Systems check with tandem technical support verified the pump was functioning as intended.